Event description:
The emt user reported that the unit was unable to acquire 12-lead ECG and the unit reported that rl was not connected.

Manufacturer narrative:
The emt user reported that the unit was unable to acquire 12-lead ECG, and the unit reported that rl was not connected. The unit was not sent to philips for evaluation, and the customer did not request that a philips fse evaluate the unit onsite. On 3-aug-2009, the customer reported that when the unit was brought to him for evaluation, he found no trouble with the unit, and returned the unit to service where it continues to be fully functional. The symptom could not be duplicated. We cannot determine the cause of the reported symptom. Based on the customer's report, we are considering this a malfunction.